Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4030 got stuck to the vh-4020 and they had to use a clamp to remove it. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.